Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump did not alarmed no delivery or low reservoir. Customer's blood glucose reading was 112 mg/dl. Also, it was reported that the screen resolution on the insulin pump is unclear. Nothing further reported.